Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device was explanted due to size.

Manufacturer narrative:
The device was received in a condition making evaluation impossible. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. If additional information is received, quality will re-evaluate this complaint in accordance with procedures. Based on the information provided, quality accepts the physician's observations of such as the reason for surgical intervention. Because identification numbers were not provided, quality was unable to trace device lot history of the device, complaint history, non-conformance, and capas for this lot number. However, all devices sold and labeled by this corporation must pass manufacturing, quality, and sterility procedures prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.